Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, the time and date on an ht70 plus ventilator changed on it's own. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.